Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a thoracic endovascular aortic repair (tevar) interventional procedure using a 6f sheath. Reportedly, after the tevar procedure, hemostasis was achieved with the sutures of the proglide device. Post closure with the proglide sutures, the patient presented with hypoperfusion in the right leg (where the procedure took place). The physician performed a femoral vessel exploration and found that the proglide was knotted to the posterior wall of the common femoral artery causing an obstruction. Clinical investigation suggested that was an incorrect maneuver performed by the physician. After the procedure to remove the proglide, patient remained stable without complications. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of ischemia is listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. A conclusive cause for the reported backwall stitch could not be determined. Factors that contribute to back wall stitch, include, but not limited to, user technique (lateral puncture, using the device in a femoral vessel < 5mm). The reported patient effect of ischemia is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.